Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 439 mg/dl and 397 mg/dl. The customer was treated with bolus and manual injection. The customer was experienced symptoms like vomiting. The customer also stated that there was air bubbles in the tubing and they was able to clear the air bubbles. The customer stated that the drive support cap was normal. The customer also stated that they did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.